Event description:
It was reported that the patient with this neurostimulator had a history of right-sided sciatic pain. The patient reported that the pain was occasionally worse with the device on. The physician was unsure if the pain was device related. To be safe, the physician removed the lead from the right side and placed it on the left side. The physician also moved the ins from the left to the right side. There were no additional reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.